Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) serial number: (B)(6) and the reported gastrointestinal (gi) bleeding and the low flow alarms could not be conclusively determined through this investigation. The patient reportedly experienced low flow alarms while hospitalized, and the alarms resolved following IV fluids. The submitted system controller event log file captured 3 transient low flow alarms where the calculated flow decreased below the 2.5 liter per minute alarm threshold for 10 seconds or more. Several low flow faults that did not last long enough to result in audible/visual alarms were also captured throughout the file. The pump speed was stable for the duration of the log file. The system appeared to function as intended. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. This document also describes that low flow alarms occur when the estimated flow drops below 2.5 lpm. Additionally, this IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a possible gastrointestinal bleed due to complaints of bright red blood in stool. Aspirin and coumadin were placed on hold. The patient was given IV (intravenous) protonix twice per day. Hemoglobin and hematocrit were stable. A colonoscopy was completed on (B)(6) 2020 and showed diverticulosis throughout, but no evidence of bleed. The rectal bleeding was most likely due to diverticula bleed that seemed to be resolved. The hospitalization was prolonged as the patient required IV heparin. Aspirin was resumed at a low dose and coumadin was resumed on (B)(6) 2020 and a heparin drip was initiated. Patient had no further reports of bleeding. The patient wanted to leave against medical advice on (B)(6) 2020, but was advised to stay to receive IV heparin and wait until inr (international normalized ratio) became therapeutic. The patient refused and went home with an inr of 1.1. The patient's inr was checked on (B)(6) 2020 and it was therapeutic at 2.0. Technical services reviewed the log file, which captured clusters of pi events as well as a few low flow estimates and sustained alarms. The low flow estimates did not appear to be equipment related. The alarms were resolved with fluids.